Event description:
After a successful transoral incisionless fundoplication (tif) procedure, the patient was discharged from the hospital and later that night complained of chest pain and coughing. The patient was readmitted. During a CT scan, a left pleural effusion was seen along with air in the left mediastinum. During a barium swallow study, a 3 mm tear was observed approximately 2 cm above the ge junction. The physician placed a chest tube to help drain the pleural fluid and sent the patient to another hospital for observation.

Manufacturer narrative:
Evaluation method: because the adverse patient symptoms presented itself after discharging the patient, the device had already been disposed of per the hospital's standard operating procedure and is not available for evaluation. The patient is still recovering.